Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard femur # 183068, lot # 170170. Biomet finned primary stem # 141314, lot # 793550. Vanguards cr tibial bearing # 183442, lot # 396050. Sig tka gde/mdl set # 42-422551, lot # 141618. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was scheduled for a revision procedure due to pain and fracture of the patella pegs. However, no revision has been reported to date.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirms the reported event as the pegs are broken off. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a labeling deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to the implant fracturing. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.